Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon did not inflate at the lesion site. The pt was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in a very tortuous proximal lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with a quantum maverick balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.